Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the wires in the cable and damaging the j702 off the distribution node pca. The root cause for the strained cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.